Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. It was determined that the loss of connection was related to the mobile application. Signal loss up to one hour is within specification. The reported allegation falls within expected performance so a data investigation will not be performed. Confirmation of the complaint was undetermined. A probable cause could not be determined. No additional event or patient information is available.